Event description:
Customer reported false positive result on the flu+sars kit. No further information provided. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient info. Source: phone.